Event description:
The user facility reported that during a procedure, they experienced a total loss of image. The colonoscope was withdrawn from the patient. The procedure was complete with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was tested for more than four hours, including immersion in water and evaluated it with two different light sources and video processors, but no image problem found following this testing. There was corrosion noted in the electrical connector and burndy pin contact pins. The colonoscope passed the leak test. In addition, there were nicks and dents on the plastic cover, which caused the device to fail the insulation test. The cause of user's experience cannot be determined. This report is being filed as an MDR in an abundance of caution.